Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system and an endurant ii stent graft cuff were used in the endovascular treatment of a type ia endoleak of the patient. The patient previously had an anuerx stent graft system implanted for the endovascular treatment of an abdominal aortic aneurysm approximately eight and a half years previously. It was reported that approximately a year and a half post the intervention procedure that patient presented emergently. A slight in crease in the aneurysm was identified (76mm to 84mm); with evidence of a type ia endoleak. The patient has decided to forgo treatment due to overall medical condition measure and was discharged from hospital and transferred to an inpatient hospice. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the type ia endoleak was assessed as possibly related to the stent graft. If information is provided in the future, a supplemental report will be issued.